Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Additional device code: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter had dislodged. The explant surgery operative report stated, ¿catheter noted to be broken and disconnected from pump. Catheter was severely twisted and knotted onto itself, and retracted toward the tunneled side¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the device diagnosis was catheter cut/break. It was noted that the catheter retracted toward the tunneled side on the lateral border of the pocket. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider via a clinician study indicated that the pump was explanted on (B)(6) 2018 and was not replaced. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the event date was updated to (B)(6) 2018. It was indicated that the entire system was explanted/replaced on (B)(6) 2018 and device disposition was unknown. It was also noted that the entire system was explanted/not replaced on (B)(6) 2018. The device disposition was unknown. The pump flipping was indicated to have occurred on (B)(6) 2018 and not on (B)(6) 2018. The outcome of the event was updated to resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 10/04/2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for cancer chemotherapy. It was reported on (B)(6) 2018 device interrogation revealed the pump was flipping and the catheter was obstructed (catheter obstruction). On (B)(6) 2018 a pump revision occurred. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was pump inversion. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The patient's weight was (B)(6) pounds. No further complications were reported/anticipated.